Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, the user reported ongoing blood glucose (bg) fluctuations and requested a factory reset. The user noted that large meal announcements and overcorrection of low bg with orange juice and bread were causing bg swings. The agent educated the user on proper low bg correction techniques and guided them through completing a factory reset. Additional training was scheduled. The lowest blood glucose (bg) recorded was 50 mg/dl, and the highest was 400 mg/dl. Bg was corrected with orange juice and bread for lows and correction boluses for highs. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.